Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy surgery, on the first firing there was a difficulty in removing the reload for it locked on the tissue. And the same issue occurred in the second firing using another reload with the same lot number. The device was removed using a hand instrument. There was no patient injury.